Manufacturer narrative:
Alleged failure: bio-burden on sticks. Probable root cause: design: confusing/incomplete reprocessing instructions provided with the device. Device design not able to be cleaned/disinfected (weight, lumen design, difficult to penetrate features, etc). Product is not able to be cleaned/ disinfected at the end of its projected lifetime application. Instrument is not quickly reprocessed; soil dries and becomes difficult to remove improper cleaning agents used. Cleaning agents (ie detergents) prepared improperly. Improper maintenance of user facilities/utilities. User does not follow provided reprocessing instructions. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Gtin: (B)(4). Lot number is unknown; therefore, manufacture date can not be confirmed.

Event description:
It was reported that the cannulated switching stick was found with bio-burden inside which could potentially lead to infection.